Manufacturer narrative:
Update (B)(6) 2018: the surgeon revised all hardware and implanted another company's product. The patient coded during the case. Update (B)(6) 2018: the surgery was completed successfully. Update (B)(6) 2018: pathogen unknown. Update (B)(6) 2018: patient is alive and they finished the case the next day. On (B)(6) 2018 the medical affairs manager made the following analysis: late infection in cementless tha, 2 years after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch reviews performed on 27 july 2018: lot 146377: 36 items manufactured and released on 03 december 2014. Expiration date: 2019-10-31. No anomalies found related to the issue. To date, 28 items of the same lot have been already sold without any similar reported event. Batch review for mectacer biolox delta ceramic ball head 12/14 ø 32, size s, ref. (B)(4), lot. 142102 (k112115): 80 items manufactured and released on 29 september 2014. Expiration date: 2019-08-31. No anomalies found related to the issue. To date, 78 items of the same lot have been already sold without any similar reported event. Batch review for flat pe hc liner ø 32/c ref. (B)(4), lot. 156429 (k120531): 70 items manufactured and released on 10 february 2016. Expiration date: 2021-01-24. No anomalies found related to the issue. To date, 68 items of the same lot have been already sold without any similar reported event. Batch review for versafitcup cc trio acetabular shell ø 48, ref. (B)(4), lot. 155809 (k103352): 129 items manufactured and released on 26 february 2016. Expiration date: 2021-01-26. No anomalies found related to the issue. To date, 126 items of the same lot have been already sold without any similar reported event.

Event description:
Patient came in due to signs of infection. The surgeon determined that indeed infection was present and that removal of the implants was necessary. The revision surgery is scheduled for (B)(6) 2018.

Manufacturer narrative:
Visual inspection performed by r&d product manager on 29 august 2018. All the components show signs of hard difficult extraction and good signs of osteointegration: residual bone on stem and shell surfaces is visible. Revision due to infection.